Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that during an acl reconstruction part of the tip broke off. Allegedly, the fragment was not retrieved from the patient. The device was being used normally and it occurred once. The event was resolved by getting a new probe to finish the surgery.